Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was undergone pigmented nevectomy synthetic absorbable surgical suture was used intraoperatively. A yellow pus was found at the patient's knot, which was improved after surgical dressing. There was no patient injury.